Event description:
The patient went to the ER with chest pressure and loss of atrial capture was observed. After repositioning the lead and reinserting into the header while tightening with the torque wrench the physician did not hear the over-torque clicking noise and lost confidence with the device. This lead appears to still be implanted at this time.

Manufacturer narrative:
The pacemaker and a torque wrench (tw) from a competitor were returned for analysis. Prior to the product analysis, the quality documents accompanying the manufacturing process for this pacemaker and the associated lead were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated, and the memory content was analyzed. The devices memory documented that the atrial threshold test was not successful since (B)(6) 2022. Before, the atrial threshold increased from 1.2 v to 3.0 v. The header of the device was analyzed. The set screws could be easily screwed in and out using a biotronik tw. As a tw from a competitor was returned for analysis, it is reasonable to assume that this tw was used during the surgery. Generally, only the use of a biotronik tw is recommended for use with a biotronik pacemaker. Further analysis revealed that no anomalies. No foreign material was inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.